Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached >400 mg/dl. It was also reported that the pod had a communication issue at start up the night prior and fell asleep before activating the new pod. It was mentioned that the patient was not feeling well. The patient was treated with IV (intravenous) fluids but also stated that the patient's dad picked up new pods and was able to in activate the pod in the ER. The patient was still in the ER at the time of reporting. The pod was not worn when seeking medical attention.